Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that irrigation difficulties occurred. A metriq irrigation tubing set and intellanav mifi open-irrigated ablation catheter were selected to be used in a ablation procedure. It was noticed that the catheter repeatedly reached the temperature limit. The catheter was removed from the patient and flushing was performed however the flow was not stable. The tubing set and catheter were replaced which slightly improved the flow and the procedure was completed with no patient complications being reported.